Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a potential event that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors can also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was seen in the clinic and upon assessment of the driveline exit site (dles) it was noted that there was purulent drainage, some erythema, and tenderness to the touch. It was also noted that the patient's left thoracotomy incision was slightly dehiscing. The patient denied any tugging or trauma to the dles.  White blood cell count (wbc) was 11.2 and the patient was afebrile. The patient was admitted for close monitoring. Culture of the dles came back positive for (B)(6). Wbc downtrended post-admission. The patient was started on intravenous antibiotics. No intervention was needed for the left thoracotomy incision site. The patient was instructed to keep it covered with a dressing and to change daily. The patient was discharged home three days later and to date has been doing well. The patient is due to follow-up again once the antibiotics are completed to see if chronic suppression is needed.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.